Manufacturer narrative:
The device will not be returned to the MFR for eval.

Event description:
It was reported that after a surgical case the battery pack was cut and placed in the trash. After it was cut it began smoldering and had a burning odor. There was no pt involvement and no adverse consequences reported.